Manufacturer narrative:
On 11-nov-2025, bwi received additional information regarding the event. The physician stated that the possible cause of this event was the repositioning of the right ventricular catheter. The patient fully recovered with no residual effects and was discharged from the hospital on (B)(6) 2025. No relevant tests/laboratory data or other relevant history/preexisting condition noted. Ngen generator/pump were used for the procedure. The transseptal puncture was performed with rf (radiofrequency) needle. Prior to noting the pericardial effusion / cardiac tamponade, ablation was performed. No evidence of steam pop was identified. The event occurred during induction of arrhythmia after atp (adenosine triphosphate) administration. The flow setting was pre:2sec and post: 0sec. The patient did not require cardiac surgery. On 18-nov-2025, further information received by bwi confirmed that two soundstar catheters were used during the procedure. The echo image issue was improved by replacing sound star eco catheter with a new one (lot e8662587). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jan-2026, the product investigation was completed as the complaint device is not available for return. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31673014l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During cardiac ablation procedure with qdot micro¿ catheter, the patient experienced hypotension, pericardial effusion/cardiac tamponade treated with pericardiocentesis. Also, during initial start of the procedure the soundstar catheter image was not displayed. The issue was resolved with a new catheter. Initially, when the soundstar eco catheter was connected, the echo image was confirmed to be displayed 20 minutes after insertion into right atrium (ra), when sound merge was attempted, the echo image was not displayed. Despite reconnecting sound star swiftlink and eco cable, re-setting p500, and starting the ultrasound machine, there was no improvement. The issue was improved by replacing the catheter with another new one to continue and complete the procedure. Then, during the ablation procedure with a qdot micro¿ catheter, hypotension due to pericardial effusion/cardiac tamponade was noted. Pericardiocentesis was performed and the patient¿s condition improved. Physician¿s assessment regarding health hazard: not-serious (moderate/mild). The physician¿s comment on the relationship between the event and the product: there is a possibility that the event was related to rv (right ventricular) catheter positioning adjustment. No extension of hospitalization. Visitag coloring setting was tag index. No abnormalities observed prior/during use of the product. The atrial septal puncture was performed using rf (radiofrequency) needle.